Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. Additional information provided from the revision surgery noted that the blocking mechanism was either broken or stuck in the open position. The screw at this location was removed; however, the remainder of the construct was left in place. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done due to a screw backing out of a resonate plate post-operatively.

Event description:
It was reported that a revision surgery was done due to a screw backing out of a resonate plate post-operatively.

Manufacturer narrative:
Neither the device nor any imaging was available for evaluation. Additional information provided from the revision surgery noted that the blocking mechanism was either broken or stuck in the open position. The screw at this location was removed; however, the remainder of the construct was left in place. It has been confirmed that the surgeon did not seat the screw far enough intra-operatively.